Event description:
Pt underwent spinal fusion (alif, tlif) and decompression (foraminotomy) on (B)(6) 2009 at the l4-5 and l5-s1 levels. On (B)(6) 2009, pt underwent a revision at l4-5 (posterior spinal fusion with bone morphogenic protein). Another MFR's rod/pedicle screw system was utilized in the revision. The original component was not removed.

Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by (B)(4) research department between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(4) 2010 for complaint/MDR determination after completion of the review. No devices returned. Add'l pt f/u: on (B)(6) 2009 - right leg pain, swelling. On (B)(6) 2009 - sciatica pain, right sided, numbness over lateral calf/food, pedal edema. On (B)(6) 2009 - neck and bilateral hand pain. On (B)(6) 2009 - bilateral hand pain. On (B)(6) 2009 - left carpal tunnel release. On (B)(6) 2009 - right carpal tunnel release. On (B)(6) 2009 - back pain symptoms consistent with pt's pseudoarthrosis. On (B)(6) 2009 - l4-5 revision posterior spinal fusion with bone morphogenic protein. Another MFR's rod/ pedicle screw system was utilized in the revision. No components were removed from the original surgery. On (B)(6) 2009 - popping in back, lower left extremity tightness. On (B)(6) 2010 - pt experienced a fall in (B)(6) 2009.